Event description:
It was reported that on (B)(6) 2024, the metal plate detached during surgery. Changed to another one to continue surgery, and the same problem happened again. Another device was used to complete the surgery, and there were no adverse consequences to the patient. This report involves one zero-p va implant 6mm height convex-sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product and pictures were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and pictures provided. Visual analysis of the returned sample and pictures revealed that there were no damage or defect with the zero-p va cage convex h5 peek, only was observed signs of usage which could have been a result of attempt to implantation. The peek spacer was received attach from the titanium plate and no fell apart condition was identified. A dimensional inspection for the zero-p va cage convex h5 peek was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the zero-p va cage convex h5 peek was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.647.135s lot number: 6808p91 manufacturing site: mezzovico release to warehouse date: 17 jul 2023 expiration date: 01 jul 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.